Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with low flow alarms and swelling. The event log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was elevated. The low voltage events seen in the log file appeared to be the result of normal battery depletion. It was communicated on (B)(6) 2025 that during the visit, it was noticed that the alarm history was only 8 events long. The event log file contained persistent low flow estimates as well as sustained 2 low flow hazard events with elevated calculated pi. Technical services noted that the system controller memory was being consumed by the numerous unsustained low flow estimates which was limiting the displayable view from the system monitor. No pump stop events were seen in the data provided. Additional log files were submitted that captured low flow events on (B)(6) 2025 which did not persist long enough to trigger low flow alarms. It was communicated that the cause of the low flow alarms was due to the patient being mildly volume overloaded. There were concerns about whether the patient was taking bumex (bumetanide) at home. They had high mean arterial pressure (map), and outflow cannula thrombosis so the patient was indefinitely discontinued off anticoagulation. The alarms resolved. Bumex dose was initially increased to 2mg but then diuresis was held over concern that the patient was over diuresed. The plan was to target map <80 and to interrogate cardiomems daily. It was further communicated on (B)(6) 2025 that the patient had persistent low flow alarms due to right ventricular failure. The patient was stable during flows between 2.0 and 2.5, and per physician request, the primary and backup system controller were updated to low flow 2.0 software. It was noted in MFR# 2916596-2024-07241 that the patient had pre-left ventricular assist device (lvad) right ventricular systolic function noted as mild.

Event description:
It was communicated on (B)(6) 2025 that there was no documentation of worsening right ventricular (rv) failure however it was noted that the low flow alarms were likely related to hypertension and that right heart dysfunction could not be ruled out. It was stated that the patient did not have thrombus. This was in the documentation regarding the possibility of thrombus: differential for low flow and high pi alarms may be explained by high map, they would need to target map less than 80. Otherwise, differential for high pi includes outflow cannula thrombosis in this patient indefinitely discontinued off anticoagulation (ac) due to prior gastrointestinal bleeding (2916596-2025-04016). No documentation of thrombus visualized during echocardiogram (echo). There were no changes to the pump speed. There was documentation of low flow limit change from 2.5 to 2.0. The site was unable to provide CT images.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow hazard alarms. Although a specific cause for the reported alarms could not be conclusively determined through this evaluation, it was communicated that the alarms were likely caused by mild volume overload, hypertension, and right ventricular failure (rvf). Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events from 10sep2025, 15sep2025, and 19sep2025. Low flow hazard alarms were captured throughout the files, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.